Manufacturer narrative:
Asp field service engineer (fse) reported that while performing a maintenance, oil mist was found emitting from the catalytic converter during vacuum pump testing. This testing confirmed the report by the customer. The fse replaced the catalytic converter and the solberg oil mist filter to resolve the issue.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, failure mode effect analysis and system hazard use and misuse analysis. The DHR (device history review) for sterrad 100nx system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100nx did not reveal a trend for haze / oil mist failures. Trending analysis for haze / oil mist issues associated to the sterrad 100nx found there is not a significant trend. The fmea (failure mode effect analysis) relating to haze / oil mist issues was reviewed and the risk was acceptable. The shuma (system hazard use and misuse analysis) was reviewed. The adjusted risk was considered "broadly acceptable". There were no parts returned for investigation. Based on the investigation, findings, and replacement of the oil mist filter and the catalytic converter by the fse, the issue for haze/oil mist was resolved. Based on the risk and that there is no significant trend, there is no further action required.

Event description:
A customer reported a fine mist coming from their sterrad 100nx 1-dr unit (B)(4). There are no reports of harm or injury to any healthcare worker. An asp field service engineer (fse) was dispatched to assess the unit onsite.